Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an "er1" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the product issue began in (B)(6) 2011 at 8:00am. The patient manages her diabetes with insulin (self adjust). The patient reported that on (B)(6) 2011, because of the issue, she did not eat all day and stopped taking insulin all day until 7:00pm because she was unable to obtain a blood glucose result. The patient reported that on (B)(6) 2011 at 6:00pm, she developed a "dry mouth and a headache". The patient reported that on (B)(6) 2011 she self-administered food/drink and insulin as treatment. During troubleshooting, the lfs customer care advocate (cca) confirmed the "er1" message. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (10/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted, the meter was found to have a low battery. The test strips were returned to lifescan; however, product analysis on the test strips is not required because the test strips are unrelated to the issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.